Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have evidences of ischemia and the patient was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion# 1 was located in the first obtuse marginal branch segment with 90% stenosis and was 15mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent. Following post dilatation, residual stenosis was 5%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient suddenly felt sick and collapsed. In (B)(6) 2018, during the follow-up, the patient's relative was contacted and was informed about the patient's sudden death. The cause of death was unknown and it was unknown if the autopsy was performed or not. The adjudication indicated possible stent thrombosis.